Manufacturer narrative:
Event date: (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power on. The customer reported that the unit was not in use on a patient. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 09nov2018. Date of manufacturer: 07nov2018. The power management board was returned to philips for evaluation. A failure of a component on the 3.3 volt power supply circuitry was identified. The failed component caused an unacceptable voltage level during power-on of the unit, subsequently causing multiple errors. Repair of the failed component resolved the identified symptoms.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 27july2018. The following information was inadvertently omitted from the initial report filed on 03aug2018: philip's field service engineer (fse) replaced the power management board to address the reported problem.